Manufacturer narrative:
(B)(4). The customer reported the pacing functionality does not work. There was no report of pt involvement. The device was evaluated locally by a phillips rep. The reported symptom could not be reproduced. The device passed all performance testing and was returned to the customer. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.

Event description:
The customer reported the pacing functionality does not work. There was no report of pt involvement.